Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient added a baby aspirin to their medication regimen. The patient does not have any residual deficits.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6). It was reported a stroke occurred. A left atrial appendage (laa) closure procedure was performed in (B)(6) 2017. A watchman ® laa closure device was implanted. The patient stated they experienced a sore throat after the procedure. The patient reported that they are still having atrial fibrillation issues and had a mini stroke one week post procedure.